Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: electronic quality management system (eqms) search a query was run in the eqms on 20-jan-2026 against "lot number 6006702 and similar malfunction codes: occlusion issues-cannot be determined, occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined cannot be determined. No escalation required. The review confirmed that lot 6006702 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 20-jan-2026 against "lot number" criteria equal 6006702 and similar malfunction codes occlusion issues-cannot be determined, occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined cannot be determined. No escalation required. The review confirmed that lot 6006702 and the identified failure mode are not associated with any ncrs or capas of the same or similar nature. The count of complaint is 2. The complaint numbers are (B)(4) and (B)(4). Device history record (DHR) review the lot 6006702 was manufactured according to the work instruction (wi) version 78 and manufactured in the multivac 12, on 18-apr-2024, with a total of (B)(4) units glue-tubing lot: the lot 4d01226 was manufactured according to the wi version 41 and manufactured in the mp04 and mp08, on 16-apr-2024, with a total of (B)(4) units the lot 4b03198 was manufactured according to the wi version 41 and manufactured in the mp04 and mp08, on 15-feb-2024, with a total of (B)(4) units bun lot: the lot 4d00182 was manufactured according to the wi version 38 and manufactured in the us05 and us06, on 18-apr-2024, with a total of (B)(4) units the device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Wi guidance for functional testing 1 air flow test for complaints area version 2: all 3 samples tested passed functional testing for the reported malfunction code occlusion issues-cannot be determined. All test results were within specification as documented in the attached test report complaint (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6006702 and related malfunction codes for occlusion issue. Two complaints were identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The patient was hospitalized on (B)(6) 2025 due to hyperglycemia. The patient experienced vomiting and stomach pain. The patient's blood glucose was high upto levels 432 mg/dl and positive ketones upto 0.2 mmol/l. The patient was treated with intravenous drips. The patient was in the hospital for five hours. No further information available.